Event description:
It was reported that a user experienced hypoglycemia after increased household activity while using the ilet system, with a continuous glucose monitor value of 39 mg/dl; the user did not perform a confirmatory fingerstick and ingested sweet tea and donuts, after which glucose returned to range. Symptoms included low blood glucose. Outcomes included transient low glucose lasting about two hours without medical intervention or hospitalization. Investigation included troubleshooting and education regarding exercise-related hypoglycemia, high-to-low transitions, and ilet automated insulin reduction and suspension in response to cgm trends. Investigation of this case revealed that exercise and a preceding high glucose could have contributed to an algorithmic overcorrection during system learning, though the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.